Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: product was returned for investigation. The complaint was not confirmed. Retain strip testing on the returned monitor met both accuracy and strip repeatability criteria. No product deficiencies were observed. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. During thermistor testing of the heater plate, both thermistors a and b failed to meet specification. Because the heater plate thermistors failed to meet specification, fi-14-036 was opened. Further investigation into this issue will be pursued under fi-14-036.

Manufacturer narrative:
Investigation/conclusion: further investigation was pursued under (B)(4). Statistical analysis of testing was performed as part of an extended complaint failure investigation (reference (B)(4)) found there to be no significant difference in inr values between returned monitors that failed the heating specification with monitors that passed the heating specification.

Event description:
The caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr : 2.3; laboratory inr: 3.5. The time between testing was one (1) hour. Reportedly, adding multiple drops of blood. Therapeutic range 3.0 - 3.5 for the patient. There was no additional information provided.